Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: during closing of the device on normal stomach tissue a piece of the housing near to the adjusting knob broke off. The broken piece could be removed out of situs. The device did not staple correctly. The staple line was completely insufficient. All staples did not show the proper b form. The insufficient staple line was sutured by hand. There were no other negative consequences for the patient. Will all pieces be returned with the devices? The information is unknown. If no, were they discarded? The information is unknown.

Event description:
It was reported that during an esophagus reconstruction procedure, there were malformed staples, incomplete staple line, sutured by hand. No further information is available. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.